Event description:
The patient and reporter contacted animas on (B)(6) 2013 and reported that the pump does not power on right away when putting battery in pump. Per patient pump does not power on has to take battery out then put in a few time in order for it to work. There is no reported adverse event with this complaint. This report is made based on the allegation of the intermittent power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: there were no unexplained power on resets observed in the black box. No damage observed to the returned battery cap. Measurements of returned battery cap are within a specified range. The battery compartment has a small crack below bumper grip near the case seal. Returned battery cap fully attaches to the pump with no visible yellow o ring showing. The pump powers to the verify screen immediately with no delay. A 1.0u/hr basal program was executed in the pump for a 24 hour duration period using the returned battery cap. There were no power interruptions or alarms were duplicated during this time. No intermittent power issues were experienced with the returned battery cap or pump. Removal of the pump cover showed no evidence of internal moisture. No damage to the power circuit was observed. Investigators were unable to duplicate the reported complaint.